Event description:
It was reported that the user contacted support during training after scanning a freestyle libre 3 plus sensor in the abbott app, which resulted in the sensor being in use by another device and unavailable for ilet pairing. No adverse clinical symptoms reported. Outcomes included no impact requiring medical intervention or hospitalization. User support included troubleshooting and user education regarding single-device activation for the cgm sensor and the correct workflow for ilet integration. Investigation of this case revealed user setup error and use of the cgm with a non-ilet application, which prevented sensor connectivity to the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user interface understanding and use error during setup.

Manufacturer narrative:
Initial.